Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 425 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit with fixed prime. Customer did not want to remove infusion set to examine cannula due to possible site issue. Customer was advised to monitor insulin pump. Customer also received assistance in connecting insulin pump to sensor.